Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: just rcvd back and has the same issue. Sparks. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Event description:
It was reported that the device sparked.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.